Manufacturer narrative:
(B)(4). Evaluation results - evaluation of returned product found that the alarm has power but the alarm tone sounds intermittently. The battery door is damaged and the liqui-label is missing. (B)(4).

Event description:
The customer reported that the alarm has power but a continuous alarm tone. Customer couldn't provide any more information. There was no patient injury. More information received on the product states: "intermittently alarms". Inspection of the alarm shows that the alarm powers on and has an intermittent alarm tone.